Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported a 72-year-old female in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. The patient experienced heparin induced thrombocytopenia (hit) so heparin was stopped and bicarb was added to the purge. When the hit assay was negative, the patient was restarted on heparin purge. The patient is stable post issue.

Event description:
Additional information received that the decision was made to withdraw care and the patient expired. Per medical safety officer review use of the device cannot conclusively be associated with the outcome.

Manufacturer narrative:
B5 additional information included. Investigation results are still pending. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-12197. F6/f8-should have been left blank. G1 reporting contact fax number missing.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. The pump and purge cassette were returned for investigation, however, the catheter side of the pump with the cannula was missing. Therefore, the pump was unable to be run in the lab. Data logs were returned, however, only for a portion of the case. The first hour after implant and last hour before explant were missing from the logs. Based on data log analysis of the partial logs, it was seen that there were placement signal not reliable (alarms #130 and #1036) and placement signal low alarms. There were placement signal spikes throughout the case. No motor current spikes were seen, with values consistent with p-level changes. Gain increased slightly while light decreased slightly. Lamp and contrast were stable. Snr was low and dropped close to zero towards the end of the case. Clinical details state that the patient showed signs of heparin induced thrombocytopenia so the purge was changed to sodium bicarbonate. Placement signal unreliable alarms were seen during the case. Patient was on crrt support during the case as well. Patient had multiple prbc transfusions during support and their platelet count continued to decrease. Placement signal alarms were continuous and echo was done to confirm placement of the device. Optical signal issue: the root cause of the optical signal issue was unable to be definitively determined as insufficient product was returned for analysis, data logs were inconclusive and limited clinical information was provided thrombocytopenia: the root cause of the thrombocytopenia was not determined due to insufficient clinical details. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B1 and b2 updated. B5 updated. H1 and h2 updated. H3 updated. H6 updated. D10 concomitant medical products and therapy dates updated. F6 and f8 should have been left blank on the initial report. G1 reporting contact email and reporting contact fax number updated.

Event description:
The complainant also reported that an implanted impella 5.5 pump triggered a placement signal unreliable alarm during patient support. The alarm was disabled, and the staff was advised on how to monitor the patient via other means.